Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient restarted therapy using the same supplies following a power outage, causing them to be connected during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. After a power outage, the patient restarted therapy using the same supplies. The patient ended up being connected during prime. The technical service representative reviewed proper procedure. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.